Manufacturer narrative:
Evaluation summary: the returned t2 step drill matched the report. The review of the risk assessment for the failure mode and level 1 root cause indicated the issue was within tolerance, therefore no corrective actions were deemed necessary at this time. Appearance of the breakage surface as well as the course of the breakage line suggests that the drill broke in a forced (brittle) fracture due to bending overload. The extent of damage being observed on the cutting edges suggests contact of the device to hard (metal) objects. A review of the DHR, dimensions and a hardness test revealed no discrepancies. Evaluation of any damage characteristics suggests that the item had not been used as intended. It cannot be excluded that the item had been damaged during former surgeries but the damage should then have been detected during inspection prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling. No new nonconformity was identified.

Event description:
It was reported that the tip of the drill broke inside the patient.

Event description:
It was reported that the tip of the drill broke inside the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.